Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one mz1000 sample was received without packaging for investigation; the lot number of the complaint sample was also reported unknown. The feedback provided by the customer suggests leakage was detected from a cracked maxzero female luer adaptor (fla); furthermore the component was identified to have been in use for approximately 22 days prior to the leakage being observed. As part of the investigation, the customer provided photographs. Analysis of the photographs, in addition to a visual inspection of the returned sample confirms the customer's experience as a crack was detected on the maxzero fla. The sample was then subjected to pressure testing; leakage was detected from the cracked maxzero fla. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ needleless connector was cracked and leaked during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a crack on mz1000, resulting in leakage. The use of mz1000 was started on (B)(6) 2023, and leakage was observed on (B)(6) 2023. When checking the product, a crack was found. Drugs used are soldem with meylon 7% (20ml), and soldem 3a with meylon 7% (20ml)."